Manufacturer narrative:
N/a

Event description:
Sunset healthcare solutions received an FDA medwatch report that a vitas healthcare patient was smoking in the presence of her portable oxygen tank when it caught fire. It was stated that the oxygen tank was on and caught fire, resulting in 2nd and 3rd degree burns to her face, hands, and shoulders. She was transported by helicopter to a burn unit for medical attention.